Event description:
Based on additional information received on (B)(6)2014 from the physician the case became medically confirmed. In addition the case initially considered as non­ serious was upgraded to serious as the seriousness criteria of persistent or significant disability/ incapacity was added. Upon internal review on (B)(6) 2014, the initial clock start date of the case was corrected from (B)(6) 2014 to (B)(6) 2014. This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a consumer (patient). This case concerns a (B)(6)male patient who received treatment with synvisc injection and had no help from it, knee was worse and first 02 injections were very painful and the third injection was least painful. No past drugs, medical history, concomitant medications or concurrent condition was reported. On an unknown date in (B)(6)2014, the patient received treatment with intra-articular synvisc injections (03 injections) over 5 weeks (dose, batch/lot number and expiration date: unknown) into unspecified knee for an unknown indication. On (B)(6)2014, the patient received the last synvisc injection and the injections were spaced 02 and 03 weeks apart. On an unknown date in 2014, the patient had no help from synvisc injections and his knee was moderately worse (subtherapeutic response). It was reported that the first 02 injections were very painful and the third injection was least painful. Also, reported that the patient had 'less than zero' kind of help from it and the patient felt like he had been cheated. Further, reported that the patient was really suffering and it was really stressing to the patient. It was reported that the drug took time to wear off from the knee. On (B)(6) 2014 the patient recovered from the event of no help from it and knee was worse. Action taken: no action taken outcome: recovered/ resolved for the event of no help from it and knee was worse (knee pain} and unknown for the event of first 2 injections very painful and the third injection was least painful. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack f information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: persistent or significant disability/incapacity for the event of no help from it and knee was worse (knee pain). Reporter causality assessment: synvisc contributed to the adverse event of no help from it and knee was worse (knee pain}. Additional information was received on (B)(6)2014 from the patient. The patient's clinical course and the information for the event were added. Additional information was received on (B)(6)2014. Ptc results were added and the text was amended accordingly. Additional information was received from healthcare professional (physician) on (B)(6)2014. The severity and the seriousness criteria for the event of "no help from it and knee was worse" was added. The outcome for the event of no help from it and knee was worse was updated from not recovered to recovered. The reporter causality assessment was added.